Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal of a tampon the string separated from the pledget. She attempted to manually remove the pledget from her vaginal cavity but it fell apart. She went to the emergency room for removal of the pledget pieces. She experienced some vaginal soreness after removal. She received a prescription of cipro for preventative reasons. She recovered and no medical follow-ups were planned.